Manufacturer narrative:
Analysis of lead model 3889-28 lot # va1w8we showed the distal end was stretched. It was also reported that the stylet had perforated the insulation in between the electrode sleeves. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. No shorts were seen between circuits and the continuity was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during an implant procedure, the electrode response was suboptimal so the physician removed the initial lead from the introducer kit which met with resistance. Then, upon removing it further, it was noticed that it was significantly damaged on the bottom of the lead. After the lead was discovered to be damaged, a new lead and lead introducer kit was then opened and was used to complete the case. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.